Event description:
It was reported that foreign matter was found in the needle of the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was admitted to the hospital for treatment due to chest tightness and shortness of breath that had worsened for more than 5 years and accompanied by cough and sputum for 1 week. When the nurse was using the closed venous catheter, she found that there was foreign matter in the needle of the closed venous catheter, and stopped using it immediately. The replacement of a new closed venous indwelling needle of the same origin, the same batch number and the same model did not cause any harm to the patient. In subsequent operations, no similar problems were found in the same batch of products."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2353984. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the needle of the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient was admitted to the hospital for treatment due to chest tightness and shortness of breath that had worsened for more than 5 years and accompanied by cough and sputum for 1 week. When the nurse was using the closed venous catheter, she found that there was foreign matter in the needle of the closed venous catheter, and stopped using it immediately. The replacement of a new closed venous indwelling needle of the same origin, the same batch number and the same model did not cause any harm to the patient. In subsequent operations, no similar problems were found in the same batch of products."